Event description:
It was reported that during attempted implant of the right ventricular (rv) lead there were several dislodgements during the procedure and it was difficult to find an appropriate and stable position for the superior vena cava (svc) coil. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analysis found no anomalies. However, the defibrillator conductor was distorted and the distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted that the lead was damaged at implant and that the blood in the distal conductor most likely entered through the is-1 pin because no insulations breaches were observed.